Event description:
The reporting facility described a malfunction with a 1104bt intracranial monitor. The measured pressure increased by 10mmhg. No patient injury occurred as a result of the event. Additional clinical information requested for the reporting facility.

Manufacturer narrative:
The device involved in the reported incident is expected to be received for evaluation. An investigation has been initiated based upon the reported information.